Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The reported device was returned and evaluated. Visual inspection of the device identified the tip had fractured. Wear lines wear observed on the device indication use of the device. The device was submitted for further analysis. The analysis determined the driver¿s fracture surface has artifacts that suggest a possible torsional overload fracture. The material analysis of the device was performed and found to be within the print specifications. The device has an approximate service age of 3 years. It is unknown how many times the device was used. Device history record was reviewed and no discrepancies were found. The print was updated to enhance the heat treatment process. However, the reason for torsional overload failure is unknown. Hence, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, the tip of the device broke. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.